Event description:
Additional information received reported the patient was doing well.

Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in the event logs. The motor stall was caused by the patient having MRI on (B)(6) 2012. At the refill appointment the pump was interrogated and the logs reported a stall on (B)(6) 2012 with a recovery on (B)(6) 2012. The pump was in "telemetry state" until (B)(6) 2012 but was correctly delivering programmed dose the entire time. The pump was functioning as expected when in the telemetry state. The patient experienced no symptoms, no alarms and the volumes at the refill were accurate. The expected was 2.3ml, the actual was 2.4ml. The pump was delivering baclofen and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).